Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While on support, systemic heparin was paused due to bleeding complications, placement signal issues, high purge pressure alarm, and positioning issues was noted. The device was removed and a new impella 5.0 was implanted due to the loss of signals.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.